Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 0.3ml 31gx6mm u-100 insulin syringes experienced an inability to inject insulin while another 0.3ml 31gx6mm u-100 insulin syringe experienced the cannula breaking off or pulling out. The product defects were noted during use. The following information was provided by the initial reporter: material no: 328521 batch no: 9140673. Verbatim: pet owner reported, she could not draw medication, (2 syringes affected) stated, when she was giving her pet his injection, the needle came out in his site, she was able to remove the needle, (1 syringe affected). 1 box affected, date of events: unknown, lot: 9140673, catalog: 328521, (31g, 3/10ml, 6mm).

Manufacturer narrative:
H.6. Investigation summary : customer returned (11) 3/10cc, 6mm, 31g relion syringes (1 loose, 10 in a sealed poly bag) from lot # 9140673. Customer states that she could not draw medication and the needle came out in the site. All returned syringes were tested and all were able to draw and expel properly without any observed defects. All samples were also examined and no bent, broken, or separated cannula was observed. All samples also exhibited sufficient adhesive in the hub when examined under uv light. A review of the device history record was completed for batch # 9140673 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200827670, 200827854] noted that did not pertain to the complaint. Investigation conclusion bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed. Rationale based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that 2 0.3ml 31gx6mm u-100 insulin syringes experienced an inability to inject insulin while another 0.3ml 31gx6mm u-100 insulin syringe experienced the cannula breaking off or pulling out. The product defects were noted during use. The following information was provided by the initial reporter: material no: 328521 batch no: 9140673 verbatim: pet owner reported, she could not draw medication, (2 syringes affected) stated, when she was giving her pet his injection, the needle came out in his site, she was able to remove the needle, (1 syringe affected) 1 box affected date of events: unknown lot: 9140673 catalog: 328521, (31g, 3/10ml, 6mm).